Manufacturer narrative:
(B)(4). Additional information was received on 5/6/2019 reporting multiple intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, the alarms were cleared and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. No additional information was provided.